Event description:
Pt revised for osteolysis and polyethylene wear of liner, tibial component shifted.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump for failure code 810:11 during clinical use. The reported condition was confirmed due to air sensor/circuits saturated and an out of calibration air in line printed circuit board (ail pcb). Checked moisture, cleaned, dried, and recalibrated tubing channel and verified ail pcb calibration. The pump passed all functional tests and was returned to the customer.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B) (4) associated with this report.(B) (4)

Event description:
The facility representative reported a colleague infusion pump with "failure code 810:11." The reported condition occurred during bio-med testing. There was no patient injury or medical intervention reported. This device utilizes user interface module master software version 6.13.90 that is categorized as "colleague 2006." On september 30 2009, a call was made to the customer contact to determine when the reported failure code 810:11 occurred. Customer contact stated that the reported failure code 810:04 occurred on the patient floor. There is no additional information available.